Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a meeting with the patient for programming of the scs system, the ipg was found to be poking out of the pocket. Consequently, surgical intervention was taken on (B)(6) 2017 and the physician moved the ipg to a more comfortable location.